Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury. Article citation: ghaemi, k., elsharkawy, a.e., schulz, r., hoppe, m., polster, t., pannek, h., ebner, a. "Vagus nerve stimulation: outcome and predictors of seizure freedom in long-term f/u." Seizure: eur j epilepsy (2010), doi: 10.1016/j.seizure.2010.03.002.

Event description:
During the review of the article titled "vagus nerve stimulation: outcome and predictors of seizure freedom in long-term f/u", in the european journal of epilepsy, it was noted that one pt in the study, who had been implanted with the device for 1.5 years, had the lead and generator replaced due to a lead discontinuity. No add'l info is available at this time.